Event description:
It was reported that the device showed high impedance of the right ventricular and atrial leads. During the operation, the leads were tested with the analyzer and there was no impedance problem. A device connector issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.